Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections as a backup therapy. Technical support took action by preparing to send a replacement pump with updated software. Instructions were given for returning the malfunctioning pump using a pre-paid label, and storage mode procedures were provided to the customer.